Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery fault that did not resolve with reseating the backup battery. New backup battery was installed into the controller.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery serial number: (B)(6). The returned backup battery was connected to a test system controller and a backup battery fault alarm activated. The controller was disconnected from external power and the backup battery could not support pump operation. Circuit analysis performed on the battery revealed an atypical voltage signal corresponding to the power output of the backup battery. Further analysis revealed that an atypical output voltage was measured coming out of an integrated circuit (ic). However, no further testing could be performed as the ic is located on the backside of the backup battery, which is not accessible. It was found that the voltage leading to the backside of the circuitry was appropriate. Therefore, it was determined that one or more components on the backside of the circuitry were damaged. The root cause of the reported event was determined to be damage on the backside of the backup battery circuitry; however, the cause of the damage could not be conclusively determined through this analysis. The 11v backup battery assembly is manufactured by the vendor who maintains the device history records. The device receiving inspection documents for the backup battery, serial number (B)(6), were able to be reviewed and the backup battery was found to pass inspection. Based on the serial number, the manufacture date of the backup battery was manufactured on 03feb2023. The backup battery was shipped to the customer on (B)(6) 2023. The backup battery was determined to be used for 26 days. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.